Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (heavy bleeding)") and kidney infection ("kidney infections") in a 50-year-old female patient who had essure (batch no. 844599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera and aviane. Concurrent conditions included obesity, parathyroid disorder, drug allergy and allergic reaction to analgesics. Concomitant products included antibiotics. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), cystitis ("bladder infections"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), muscle spasms ("cramping"), abdominal pain lower ("cramping") and upper limb fracture ("broken shoulder"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed, radical hysterectomy). Essure was removed in july 2014. At the time of the report, the pelvic pain, kidney infection, dyspareunia, abdominal pain, cystitis, migraine, headache, vaginal discharge, weight increased and upper limb fracture outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection, muscle spasms and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, muscle spasms, pelvic pain, upper limb fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingectomy - on 20-jul-2011: first essure placed. Second essure placed; in november 2011: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 26-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events cramping, broken shoulder, abnormal bleeding (heavy bleeding) was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (heavy bleeding)") and kidney infection ("kidney infections") in a 50-year-old female patient who had essure (batch no. 844599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera and aviane. Concurrent conditions included obesity, parathyroid disorder, drug allergy and allergic reaction to analgesics. Concomitant products included antibiotics. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), cystitis ("bladder infections"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), muscle spasms ("cramping"), abdominal pain lower ("cramping") and upper limb fracture ("broken shoulder"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed, radical hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, kidney infection, dyspareunia, abdominal pain, cystitis, migraine, headache, vaginal discharge, weight increased and upper limb fracture outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection, muscle spasms and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, muscle spasms, pelvic pain, upper limb fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingectomy - on (B)(6) 2011: first essure placed. Second essure placed; in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and kidney infection ("kidney infections") in a 50-year-old female patient who had essure (batch no. 844599) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, parathyroid disorder nos, drug allergy and allergic reaction to analgesics. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), cystitis ("bladder infections"), urinary tract infection ("urinary tract infection"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed, radical hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, kidney infection, dyspareunia, abdominal pain, cystitis, migraine, headache, vaginal discharge and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection and abdominal pain lower had resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, headache, kidney infection, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingectomy - on (B)(6) 2011: first essure placed. Second essure placed. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, lab data and product information. Events-abnormal bleeding (vaginal), menorrhagia, dysmenorrhea, urinary tract infection, migraines, headaches, vaginal discharge, weight gain,cramping were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and kidney infection ("kidney infections") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and cystitis ("bladder infections"). The patient was treated with surgery (hysterectomy to remove the essure device). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, kidney infection, dyspareunia, abdominal pain and cystitis outcome was unknown. The reporter considered abdominal pain, cystitis, dyspareunia, kidney infection and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.